Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery cap on the insulin pump broke off and the customer had to tape it on. It was stated that the insulin pump was dropped and the battery cap broke inside the compartment and the battery cannot be removed and device does not read it. Blood glucose value is 587 mg/dl; treated with manual injection. Nothing further reported.